Event description:
The customer stated that they received erroneous results for one patient tested with coaguchek xs plus meter serial number (B)(4). The patient had meter results of 7.2 inr and 7.1 inr. When samples from the patient were tested in the laboratory using an unknown method, the results were 4.4 inr and 4.6 inr. All testing was performed within 7 hours. The patient went to the emergency room and was treated with "a few different medications" based on the meter measurements. No further details could be provided by the customer. No adverse events were alleged to have occurred with the patient. The patient was not admitted to the hospital. The customer declined to provide any further information. The customer's product was requested for investigation and replacement product was sent to the customer. Two vials of test strips and the meter were returned for investigation. The returned meter and strips were tested with retention controls. Testing results (qc range = 1.9 - 2.9 inr): vial# 1: qc 1: 2.5 inr; qc 2: 2.5 inr; qc 3: 2.5 inr. Vial# 2: qc 1: 2.5 inr; qc 2: 2.5 inr; qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot/qc lot. All measurements were without error messages. The maximum difference between measurements was 4.0%. Retention test strips (lot 294947-11) were tested in comparison to the master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.